Manufacturer narrative:
Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(4) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving compounded morphine (40 mg/ml) via an implantable pump (additional drug details were not provided). Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, during a refill, the expected residual volume (erv) was 7 cc, but they actual residual volume (arv) was only a couple of cc. The hcp injected the medication and at 17 cc, got locked out and couldn't infuse any more. The hcp could then also not withdraw (as reported as "aspirate") after that occurred, to try to unlock the reservoir valve. The company representative assumed that the hcp waited until the end to aspirate. The patient was kept in the office for a couple of hours with no side effects; no patient symptoms were reported. The hcp thought the refill kit may have been defective; the hcp said the connections were tight. Some components of the kit were to be returned for analysis. Additional information regarding causality, diagnostic testing, and outcome with respect to the reported events was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Review of this MDR shows revealed that, although there was an associated device malfunction, that malfunction was in a non-implantable device component; therefore, there is no information that reasonably suggests that if that malfunction were to recur, that it would be likely to cause or contribute to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the physician did check for pocket fill and felt there had not been a pocket fill. The cause of the volume discrepancy and the inability to aspirate following the refill was unknown. It was also unknown if the volume discrepancy was resolved. Per the reporter, the patient has not had another refill since; it was too soon to know if the inability to withdraw/aspirate following the refill had resolved. The healthcare provider did not notice any physical issue with the refill kit. The actual expected volume was 11.2 ml and there were no diagnostics performed to ensure that the pump was empty following the withdrawal of the couple of cc or to determine if the pump was filled completely following the administration of the 17 cc. The cause of the lockout / inability to infuse more than 17 cc of medication was unknown. It was unknown if the event was resolved, have to wait for next refill. There was no additional diagnostic testing or interventions/actions performed for the issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the company representative reported that the syringe, filter, and tubing of the 8555 refill kit was returned; no sharps were saved for return.